Event description:
Gentamycin infused over 10 minutes instead of 30 minutes. Pump programmed: vol=100 ml, time=30 min, rate=200 ml/hr. Pump should have been programmed- vol=50ml, time=30 min., rate=100 ml/hr.